Manufacturer narrative:
The device is expected to returned to the manufacturer for evaluation. Once received and evaluation has been completed or additional information has been received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the procedure, the balloon was observed to leak. There were no patient symptoms associated with this event.